Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening, two opening punctured and broken striated in the plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Two puncture opening on anterior assessed to surgical damage like. A broken striated in the plug strap disk shell assessed as surgical damage. Reason for reoperation: device deflation.